Event description:
Dr was doing cystoscopy, lithopoxy, trans urethral resection of the prostate (turp), using the hendricks optical stone crushing forcep. While crushing stone in bladder the instrument broke with jaws in an open position. The dr was left with no option but to remove the instrument through the urethra; instrument intact; jaws fixed open; no retained pieces.